Event description:
It was reported that a patient underwent a total pelvic floor repair procedure on (B)(6) 2008 and mesh was used. Concomitantly, the patient underwent a posterior colporrhaphy procedure. On (B)(6) 2009, the patient presented with a urinary tract infection and was treated with macrobid twice a day for seven days. The event was resolved on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Urinary tract infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.